Event description:
The complainant reported further information that the hemolysis was treated by repositioning the catheter and running the catheter at a lower p level.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Bedside rn suspicious of hemolysis due to increased ldh.

Manufacturer narrative:
The following section has been corrected: d4-catalog number. The investigation for the hemolysis has been completed. Product and data were not returned for review. The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.